Event description:
It was reported that stent dislodgement occurred. The 100% stenosed target lesion was located in the severely calcified and severely tortuous common iliac artery. After a 6f non-boston scientific (bsc) sheath was placed, a 35 non-bsc guidewire was crossed the lesion. Subsequently, a 7.0x40x135 cm express ld vascular stent was attempted to cross the lesion. However, the device was unable to cross and it was noticed that the stent was dislodged from the balloon. There was non-passage occurred on the distal side of the lesion. The guiding sheath was brought close to the lesion, and the device was pulled in and removed from the patient without residue. The procedure was completed with an epic stent. No patient complications were reported.